Event description:
In 2012 I had the essure implants placed. I did have the dye test to be sure they were in the correct place. I was told everything was fine even though I reported having paralyzing pain constantly. I've been to the emergency room numerous times because the pain gets so bad that I literally cannot move. Since essure my fibromyalgia has gotten worse and I was recently diagnosed with lupus. I break out in shingles from the constant stress of all the inflammation. These implants are debilitating and have caused so much misery that my life has changed dramatically in the worse way.